Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported the device was replaced due to issues with it not working: the ins battery went dead and the patient noted they had it barely a year and a half. The ins was replaced on (B)(6) 2017. There were no further complications reported.